Event description:
It was reported that the patient visited the emergency room (ER) with hyperglycemia. The patient reported an issue with the personal diabetes manager (pdm) constantly resetting. The patient was given water and blood tests were performed at the hospital. The pod was still used for treatment during admittance. The patient was released the following day.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.